Event description:
It was reported during a bladder neck suspension procedure was initially performed in february, 1999 without incident. Sometime post-procedure, the pt returned with persistent pain. A CT scan revealed the right bone anchor had dislodged from the pt's right side. Exploratory surgery to remove the anchor from the pt was unsuccessful. The pt will be monitored for pain. No further info regarding the circumstances surrounding this event are available. The device remains in the pt. Therefore, no failure analysis is available. Follow-up revealed the anchor's exact location could not be located during exploratory surgery under fluoroscopy. The pt may have to be referred to a general surgeon for removal of anchor. No further treatment or procedure has been scheduled to date. Directions for use outline as potential complications: "loss of fixation or pullout of bone anchors."